Event description:
Boston scientific received information that while the patient was in post operative the patient experienced syncope for an unknown reason. The clinician who contacted boston scientific technical services (ts) was unaware of what type of surgery the patient was having as they do not typically follow the patient. The clinician inquired and ts instructed how to turn on the sudden bradycardia response feature on the device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.